Event description:
It was reported that a clearlink system vented nitroglycerin set leaked from its ¿white bushing¿, where the ¿softer tube¿ connects. This occurred during patient infusion. It is unknown whether there was any patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.